Manufacturer narrative:
This patient originally received bilateral implants 2006. The patient developed heterotopic bone around tmj prosthesis on both sides. The surgeon debrided the heterotopic bone and placed revision tmj devices.

Event description:
The patient's tmj implants were revised due to heterotopic bone and anklyosis.